Event description:
It was reported the patients pg flipped inside of the pocket. Consequently, surgical intervention was taken on (B)(6) 2022 and the patient's physician revised the patient's scs ipg. Effective therapy was established post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.